Event description:
Per the audiologist, the pt reported "crusting up", irritation and bleeding around the abutment. The pt is "unhappy" with the baha processor and is currently not wearing it. She has requested that the abutment be removed. A surgery date to remove the abutment is planned but had not been reported at the time this report was filed.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.